Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl and wanted to know if the basals are running and correct. The customer was advised to follow up with their doctor regarding the high blood glucose and any basal settings or changes. Customer declined high blood glucose troubleshooting but will call back if needed.